Event description:
During a pta treatment procedure, the ultrasoft balloon became stuck in the introducer sheath when being withdraw from the pt. The sheath was removed and replaced with another sheath and the balloon was retrieved.